Event description:
The eagle eye gold catheter was stuck with the stent, xience by abbott, when it was advancing in the left main #5 artery at post ivus after stenting. While the guide wire kept the original position in the artery, another guide wire was inserted just in order to release the catheter from being stuck with stent. The catheter was able to be released from the stent in a short time without any harm to the vessel and accomplished the ivus procedure.

Manufacturer narrative:
(B)(4). The complaint device was not returned to the manufacturer so, a device evaluation could not be performed. The manufacturing documentation for this device was reviewed, and there were no deviations or non-conformances that would reasonably be expected to contribute to the reported failure mode. To date, no other complaints have been reported for this failure mode within this lot. There was no evidence to suggest the device was not manufactured to specifications. If additional information becomes available at a later date, an updated report will be submitted.